Event description:
It was reported that the ventilator would not pressurize in any of the mandatory modes during testing. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. The event trace did not contain any unusual alarm types. All event trace entries are consistent with normal ventilator operation.